Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an explant procedure .the right ventricular lead failed and was explanted and successfully replaced. Patient condition was not reported.